Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during normal use. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No unexpected button error alarms were noted and all of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, broken battery tube threads and a stained end cap sticker.